Manufacturer narrative:
Concomitant medical products: durasul®, alpha insert, ll/36, catalog#: 01.00013.712, lot#: 3097997. Mis, screwdriver for impactor (curved), catalog#: 01.00502.004, lot#: unknown. Allofit®, impactor, curved, catalog#: 01.00469.002, lot#: unknown. X-rays were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that: when implanting/hammering in a planned cup, the posterior acetabular wall was unfortunately fractured. Precise procedure: gradual milling of the acetabula with a rasp up to a size of 58mm in 2mm increments. Implanting a 58mm allofit cup. The posterior wall of the acetabula is fractured when the socket is hammered in. Intraoperative change to a socket roof shell with hook 60mm, additional fixation of the roof shell with countersunk screws, implantation of a cemented flat profile socket size 58mm. Patient: relatively young with a hard bone. No issues with instruments are fine. Patient outcome - bone fractured.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The allofit shell and durasul insert were returned for examination. The shell shows some minor damages on the inner surface. The thread for the pole plug is also slightly damaged. On one half of the anchoring side there are some bone attachments visible. The returned insert does not show anything conspicuous such as signs of deformation or damage. There are only some small scratches visible on the outer surface. Review of the device history records identified no deviations or anomalies during manufacturing. Definitive root cause based on the available information cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.